Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via antegrade approach. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified anastomosis shunt. A 5.0 x 40, 40cm mustang balloon catheter was advanced to dilate the lesion. During the first inflation at 24 atmosphere for 10 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.